Event description:
It was reported that the bd ultra-fine¿ pro pen needles was clogged. The following information was provided by the initial reporter: pharmacy has informed us that a patient complained about several clogged pen-needles.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 20-dec-2022. H6: investigation summary: one open and three sealed 32g x 4mm pen needle samples were returned from lot. No. 2116267, cat. No. 320561. Visual examination was carried out on the returned open sample and a bent non patient end of cannula was observed, due to the condition the sample was returned no clog test could be carried out. A clog test was carried out on all three sealed samples as per q-sop-183-dl and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the confirmed sample was returned open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ pro pen needles was clogged. The following information was provided by the initial reporter: pharmacy has informed us that a patient complained about several clogged pen-needles.